Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A distributor contacted heartsine to report that the on/off and shock buttons on their device were not working. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify the reported issue. The reported issue was attributed to corrosion on the on/off and shock button contact pads on the membrane pcb. This had resulted in the buttons failing to make contact with the membrane pcb, therefore the buttons being unable to function, as per the reported fault. The fault could not be replicated after the corrosion was cleared. The corrosion on the on/off and shock button contact pads, the underside of the on/off and shock button dome, alongside the corrosion on the device screws, membrane tail and dirt on the returned pad-pak green tab, would indicate that the device had been stored outside the indicated conditions. Heartsine records indicate the device had performed to specification throughout sam 500p final unit test, (B)(4) on the 29th july 2022, indicating no issue with the on/off and shock button at this time. Information from the history log indicates the device was first installed on (B)(6) 2022 and performed the last manual power cycles on the (B)(6) 2024, with no fault reported until the (B)(6) 2025. This would suggest a latent failure of the on/off button. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that the on/off and shock buttons on their device were not working. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.